Manufacturer narrative:
Findings: unit received with cracked and detached end cap. Also unit had minor scratched lcd window, dog chew marks around pump, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that the dog chewed up the pump, bite marks and piece missing. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.